Manufacturer narrative:
Please note corneal industries is awaiting assignment of FDA registration number. Device evaluation summary below: review of DHR results noted all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle, extrusion force test) are registered as conform to the specifications for the 3 batches.

Event description:
After being injected in the glabellar region of the forehead with eight syringes of juvederm by the physician the patient developed a purulent necrosis. It was noted that after two weeks of treatment with steroids and antibiotics by another physician, the necrosis stopped extending and scarring now remains. One syringe of juvederm 24 hv with this lot number was used. This is the same event and the same patient reported under MDR ID #0000000-2007-00009 & #0000000-2007-00010 (allergan medical complaint files). This is the first MDR submitted for the first suspect product.